Event description:
The hospital originally reported that during an endoscopic vein harvesting procedure, a piece of the short port btt broke off into the patient and was retrieved. The hospital did not report any patient complications. Maquet received the device on 12/11/1009; however, it was a cannula with a detached c-ring assembly. It was the c-ring that broke into the patient, not a piece of the short port.

Manufacturer narrative:
Investigation results: the visual inspection showed that the c-ring was intact and attached to the scope wash tubing, which were received detached from the cannula. The tubing was bent and thinner along certain regions. The scope wash tubing was measured and found to be greater than the processing specification length. This was likely due to excessive force handling. There was a straight cut on the proximal end of tubing, instead of the 15 degree cut angle. The proximal end of the tubing also had several serration marks where the tubing would have been attached to the cannula. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.